Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login and station was on carefusion (cfn) admin screen. A technical support specialist (tss) confirmed that the station was not auto-logging into cfn application profile, was recently reimaged to facilitate upgrade to 1.7.4, but auto-login might not have been enabled. The station was transitioned to the cfn application profile, and medication application launched successfully without any issues. Autologin was then properly configured using the station maintenance tool to ensure normal operation moving forward. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to login to the station and customer stated that station was reimaged last week. However, there were no delays or adverse events or injuries reported based on this event.